Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional broke during use in knee arthroplasty procedure.

Manufacturer narrative:
Visual evaluation of the returned device has identified that the device is fractured with a fragment of the post not returned and has cosmetic damage including nicks, gouges, dents, and scratches. Based of the manufacture date, the potential field age of the device is two years and four months. It is not known how many times the device had been used since its date of manufacture. This device is used for treatment. A notification was sent to the field on august 07, 2014, to provide additional clarification relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.